Event description:
It was reported via voluntary medwatch that a hemodialysis (hd) patient experienced a dialyzer reaction during treatment while utilizing the fx coral fx80 dialyzer. The patient¿s treatment was initiated on (B)(6) 2025 at 0609 local time. The patient¿s pre-treatment vital signs were blood pressure (bp) 168/69, pulse (p) 88, respirations (r) 18, and temperature (t) 95.6. The treatment was started utilizing a fresenius 2008t machine, fx coral fx80 dialyzer, combiset bloodlines, normal saline, dialysate of granuflo 2.0k, 2.5ca, 1.0mg, 100 dextrose, and naturalyte bicarb. At 0842 the patient reported itching. The patient was administered oral (po) benadryl 25mg. Treatment was continued. The patient verbalized relief from the itching at approximately 0903. Treatment was completed at 0955. The patient¿s post-treatment vitals were bp 133/89, p 95, r 18, and t 97.0. The patient was discharged home alert and oriented. The fx coral fx80 was added as an allergy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.